Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken wherein an additional lead was added on (B)(6) 2022. Therapy was restored.